Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of the device feeling like it's heating, and that the area over the device was warm to the touch. The patient stated that this happened sometimes for hours and other times for minutes. The device is still in use. No patient complications have been reported as a result of this event.